Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and its struts perforating the retroperitoneal space and aorta. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain, however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years and three months later, computed tomography (CT) abdomen without IV contrast was performed. A filter was seen within the infrarenal inferior vena cava. The filter was severe tilted greater than 15-degrees. Apex of the filter was seen touching the right wall of the inferior vena cava. Some of the struts extended beyond the lumen of the inferior vena cava into the surrounding fat with 1 strut partially extending into the l4 vertebral body. The majority of the struts perforated into the anterior left lateral aspect, and 1 strut perforated into the aorta. After ten months later, computed tomography (CT) abdomen pelvis with contrast was performed as the patient had abdominal pain. The inferior vena cava filter was in place, somewhat tilted with legs extending beyond the confines of the caval wall. Therefore, the investigation is confirmed for alleged filter tilt and perforation of the inferior vena cava. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g3, g4. H11: d1, d4 (product catalog no), h6 (method, results). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were not provided for review. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive for filter tilt and filter limb perforation of the ivc wall as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and its struts perforating the retroperitoneal space and aorta. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain, however, the current status of the patient is unknown.